Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 338 mg/dl. The customer also experienced stomach aches, vomiting and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that there were no bolus deliveries in the bolus history for (B)(6), 2011. Also, there were no blood glucose level entries in the bolus wizard. Advised the caller that these issues could've contributed to the event. The call was disconnected at this point. Called back three times, but could not reach anyone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.